Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ wear abrasion observed. ¿ crease fold observed. ¿ white calcification on the surface of the shell 30%. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Continued additional fax: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.